Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The service engineer (se) inspected the device. The se could not duplicate the reported issue. However, found multiple occlusion: safety valve open error codes in the ventilator diagnostic logs. The se replaced the flow sensor printed circuit board (pcb) to address the occlusion and the ventilator passed all testing.

Event description:
It was reported that the ventilator was not registering volume. No patient harm reported. Event date not specified; estimate used.